Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information obtained from the field representative indicates that rv lead appeared to have a micro dislodgement. The physician decided to reposition the lead. This rv lead still remains in service. No additional adverse patient effects were reported.